Event description:
I am writing this letter to inform you of a product that needs to be removed from the market. In 2007, I purchased a box of denture cleanser. My orthodontist instructed me to clean my retainer by soaking it in denture cleanser. Usually, I used one of the brand name effervescent tablets such as polident. However, on this day I bought the store brand instead. I soaked my retainer as I always do and it started to disintegrate. As a result, I had to go back to the orthodontist and have it replaced. I am sending you a sample of the tablet, so you can have it tested. I don't want the same incident to happen to another customer. I have been soaking my retainer for the past five years and this never happened when I used polident. I didn't realize the generic brands weren't safe. I have included a copy of the bar code and copy of my receipt. If you need to contact me to answer any questions, please feel free to give me a call. Thanks in advance for your immediate attention to this very important matter.